Manufacturer narrative:
On 8-aug-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and an irrigation issue occurred during use on the patient. It was reported by the customer that the pentaray nav lumen was no longer dripping-this was noted after being removed from the body after initial mapping. A pressure bag was in use. The catheter was replaced and the issue was resolved. The procedure was continued and completed. There was no patient consequence.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and an irrigation issue occurred during use on the patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since no flow was observed. Afterwards, an aluminum wire was introduced in the luer hub, and the wire got stuck at the tip area. The tip was dissected and the irrigation tube was inspected, and it was found the irrigation tube folded into a "z" shape in the tip area. This failure mode was identified as manufacturing related. A manufacturing record evaluation was performed and no internal action related to the reported complaint condition were identified. The irrigation issue reported by the customer was confirmed. The root cause of the folded irrigation tubing is traced to the manufacturing process. The instruction for use (IFU) contain the following warning and precautions: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. This product issue will be addressed through j&j's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).